Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep met with the patient in office and their device was in overdischarge, but it began recharging in 30 minutes. The patient charged to 25% and the por was cleared. They recommended that they not charge when they sleep because they may not get good coupling with the recharger and it would take longer to charge. Impedances were within normal limits. The cause of the difficulty charging was that the patient was sleeping while recharging. The difficulty recharging, inability to communicate, and the dead ins has been resolved, and the por was reset. The patient was advised to call the rep if they had any further issues, and they had not heard from them. No symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was poor communication on the programmer and they were unable to establish communication with the recharger. The patient stated that they thought their implantable neurostimulator (ins) was dead. During the call, the patient confirmed a ¿reposition antenna¿ screen on their recharger and a ¿poor communication¿ screen on the patient programmer. The patient reported that they were having difficulty charging as it used to take 3-4 hours to recharge when they first got their ins, but now it wouldn¿t be halfway done after five hours. The patient stated that they would lay in bed to recharge and it could take up to two days. Since being implanted, the patient¿s charge would last for two days and that was normal for them. It was noted that the patient¿s last successful recharging session was over a month ago. The patient stated that they weren¿t keeping up with recharging their ins because they were frustrated with how long it would take. The patient was redirected to their healthcare provider (hcp) to address a possible overdischarge. Additional information was received from a manufacturer representative. They mentioned that an appointment was scheduled for (B)(6) 2017 to perform a trickle charge on the device. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.